Manufacturer narrative:
The technician found the brake and brake/steer casters were swiveling when the brake was engaged but the caster wheels were not rolling. He replaced the brake and brake/steer casters to repair the bed.

Event description:
The accounts maintenance stated that the brake pedal will not go into brake. It sponges back out.